Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the programmer wouldn't power up once they replaced the batteries though it worked. They stated that the patient was experiencing more tremors than usual "they are way worse". Once they got new batteries they checked with the programmer and it showed the device was at end of service (eos). There was no allegation/dissatisfaction with the ins longevity. No further complications were reported or anticipated with this event. Additional information was received from the rep indicating the battery did deplete prematurely as a result of an open circuit. They were to have a battery replacement on (B)(6) 2019 and attempt to fix the short circuit. If the attempt was unsuccessful, the dbs programming settings would be adjusted so that the open circuit was not utilized. Contact 6 and 7 was at 163 ohms. The cause of the issue was unknown. The issue was unresolved at the time of the report.